Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flows upon standing (inconsistently), without drastic fluctuation in doppler blood pressures. The patient had a new diagnosis of type b aortic dissection during their hospitalization. Log files were sent for review, ruling out causative factors for low flows. Log file contained a cluster of low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated.